Event description:
It was reported that the surgeon identified a break in the sling component of the slap hammer spring mechanism. No debris entered the patient. The procedure was successfully completed using an alternative device. The broken component did not come into contact with the patient. There were no consequences or impact to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in canada. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.